Event description:
It was reported that a small volume infusor did not flow during infusion. The reporter stated that the solution remained in the reservoir after the expected therapy time. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 14, 2014 - july 15, 2014. Evaluation summary: the device was received for evaluation with approximately 50 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the distal luer cap. After the cap was removed, continuous flow of fluid was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.